Event description:
It was reported via repair work order that the bed lift motors were stuck at an elevated height and would not lower due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.